Event description:
Consumer stated: I received my replacement toothbrush head the other day and when I used it last night, I ended up with a mouth full of loose bristles. This is the second time this has happened to me. Product not returned